Manufacturer narrative:
Cmpl-(B)(4).

Event description:
It was reported that a damaged wire occurred. The sensor was inserted into the arm on 04-27-2024. No product or data was provided for evaluation. The allegation and a pro(B)(6)bable cause could not be determined. No injury or medical intervention was reported.